Manufacturer narrative:
Initial reporter information unavailable at the time of filing. A medtronic representative tested the equipment, and the reported issue was unable to be replicated. The system was left on for 30 minutes with no power issues. The system was unplugged from the wall and the backup battery worked normally. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while a medtronic representative (rep) was in a demonstration with a surgeon, the navigation system was having intermittent power issues. They had powered on the systems and were able to register the demo head with no issues. The system then powered off and would not restart when the power was pressed. They tried a different outlet, but the system would not turn on when pressing the power. A few moments later, the rep tried pressing the switch again and the system turned on. They were able to navigate normally. Technical services (ts) stayed on the line temporarily to see if the issue would replicate and it did not. The rep noted that the system had just been pulled off the truck recently and was very cold. Additionally, the rep said that there was noticeable condensation on the bottom of the unit. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: facility name and address updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a software analysis was completed but it was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.